Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's left eye (os) in 2009. The lens was explanted in the next day, due to excessive vaulting. Subsequently, the patient experienced elevated iop, narrowing of the angle, angle closure and shallowing of the anterior chamber. The lens was exchanged for a shorter lens.